Event description:
The hospital biomedical engineer called the solutions center and reported that (per nursing staff) no alarms were provided for a telemetry patient, as the patient's condition deteriorated.

Manufacturer narrative:
The hospital biomedical engineer called the solutions center and reported that (per nursing staff) no alarms were provided for a telemetry patient, as the patient's condition deteriorated. The patient expired. A service order was created and a field service engineer went to the customer site to perform device testing. The fse verified that the telemetry transmitter and central station were operating properly. Alarms were provided as appropriate for simulated patient conditions. The fse obtained alarm review data and central station log files, which he delivered to the andover facility for review. A review of the alarm review data provided shows that alarms were being provided, as the patient's condition deteriorated. Red alarms were being provided for asystole, brady, and v-tach events. Additionally, yellow alarms were being provided for limit violations. Note that spo2 was not being monitored ("spo2 ?"). The notation, "spo2 ?" Indicates that a spo2 non-pulsatile inop condition was ongoing during the incident timeframe. It is likely that the spo2 sensor became detached from the patient, thereby, generating the inop alarm. The central station junk.dat.file was also reviewed. The junk.dat file shows that alarms were being provided, as the patient's condition deteriorated. Red alarms were being provided for tachy, desat, v-fib/tach, asystole, and brady events. The junk.dat file also shows that alarms were being silenced at the central station. This is not being considered a device malfunction. Note that there was no delay in response in this incident, as a family member also alerted staff to the fact that the patient's condition was deteriorating. No further investigation or action is warranted.